Event description:
Consumer called to report strange readings. Readings are incompatible with how she is feeling. Analysis run on clark error grid using mean avg. Reading (160) as reference point vs. Bd reading (23,296) yielded some data points in the c range of the grid, outside acceptable limits.